Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set broke off at the point where it was connected to the peripheral catheter. The reporter stated that this caused the unspecified medication to not infuse, and the loss of a minimal amount of patient blood. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.